Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted, blood on helix. Full lead returned and analyzed. The helix would not extend or retract due to distal conductor distortion within the connector.

Event description:
It was reported that the stylet would not advance down the lead and that the helix would not extend. The lead was not implanted and new lead was used. No patient complications were reported as a result of this event.